Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high crep2 creatinine plus ver.2 results for two patient samples. The erroneous results were reported outside the laboratory and were questioned by the doctor as they did not fit the patients' history. Patient 1 initial result was 1.22 mg/dl. The repeat result was 0.69 mg/dl. The result from a new sample was 0.64 mg/dl. Patient 2 initial result was 1.34 mg/dl. The repeat result was 1.20 mg/dl. The result from a new sample was 0.63 mg/dl. There was no allegation of an adverse event. The reagent lot number was 221373 with an expiration date of 04/30/2018. Based on the acceptable calibration and qc data, a general reagent problem was ruled out.

Manufacturer narrative:
The sample probe was replaced and the adjustment of all probes was checked. Performance testing was completed and was acceptable. On (B)(6) 2017, the customer received a questionable high creatinine result for an additional patient sample. The initial result was 1.01 mg/dl and the repeat result was 0.6 mg/dl. The erroneous result was not reported outside the laboratory and the patient was not adversely affected.

Manufacturer narrative:
The field service representative replaced the syringe mechanism and no further issues were reported by the customer.